Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-jun-2023. The most recent information was received on 11-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of musculoskeletal pain ("joint and muscle pain") in a female patient who had essure inserted (lot no. 774374) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2011 she experienced musculoskeletal pain (seriousness criterion medically important), fatigue ("chronic fatigue"), hypoaesthesia ("loss of sensitivity"), accommodation disorder ("problems with visual accommodation"), hair texture abnormal ("dry hair"), tremor ("trembling"), dry mouth ("dryness of mouth"), mucosal disorder ("mucous membrane"), insomnia ("significant difficulties sleeping"), thirst ("excessive thirst") and depression ("depressed"). An unknown time later she experienced migraine ("catamenial migraines"), memory impairment ("impaired memory") and eye disorder ("eyes disorder"). At the time of the report, the outcomes for musculoskeletal pain, fatigue, hypoaesthesia, accommodation disorder, hair texture abnormal, tremor, dry mouth, mucosal disorder, insomnia, migraine, memory impairment, depression and eye disorder were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, hypoaesthesia, accommodation disorder, fatigue, hair texture abnormal, tremor, dry mouth, mucosal disorder, insomnia, thirst, migraine, memory impairment, depression or eye disorder. Lot number:774374. Manufacture date: 2010-08. Expiration date: 2013-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jul-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: r2313925) on 26-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of musculoskeletal pain ("joint and muscle pain") in a female patient who had essure inserted (lot no. 774374) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2011, the patient had essure inserted. In 2011 she experienced musculoskeletal pain (seriousness criterion medically important), fatigue ("chronic fatigue"), hypoaesthesia ("loss of sensitivity"), accommodation disorder ("problems with visual accommodation"), hair texture abnormal ("dry hair"), tremor ("trembling"), dry mouth ("ryness of mouth"), mucosal disorder ("mucous membrane"), insomnia ("significant difficulties sleeping"), thirst ("excessive thirst") and depression ("depressed"). An unknown time later she experienced migraine ("catamenial migraines"), memory impairment ("impaired memory") and eye disorder ("eyes disorder"). At the time of the report, the outcomes for musculoskeletal pain, fatigue, hypoaesthesia, accommodation disorder, hair texture abnormal, tremor, dry mouth, mucosal disorder, insomnia, migraine, memory impairment, depression and eye disorder were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, hypoaesthesia, accommodation disorder, fatigue, hair texture abnormal, tremor, dry mouth, mucosal disorder, insomnia, thirst, migraine, memory impairment, depression or eye disorder. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.